Event description:
This customer reported an error message during an attempted cardioversion. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an error message during an attempted cardioversion. There was no negative patient impact. The users switched to a different defibrillator and successfully delivered therapy. The involved defibrillator was returned to philips for evaluation and the reported symptom was confirmed. There were several "error 20" messages in the device log. The power pca was replaced to resolve the reported symptom. After passing all performance verification testing, the device was returned to the customer.